Manufacturer narrative:
Additional information is received from author on 06/15/2017. Mentor device cited in the article does not lead to this patient consequence. Regarding the causality of adverse event, it is possible procedure related. The event did not result in the impairment of a body function or damage to a body structure. The event did not require any intervention/treatment. The outcomes of adverse events are improved.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 34 patients underwent combined surgical procedures of using breast implants and fat grafting. There were 2 oil cysts, however, they resolved with aspiration, and microbiological examination revealed that they were sterile. Title: ¿breast augmentation combining fat injection and breast implants in patients with atrophied breasts.¿ the purpose of this study was to describe a modification combining breast implants and fat grafting to obtain a successful outcome without implant edge visibility and palpability. Thirty-four (34) women were enrolled in this study. Suspect device is mentor round siltex implants, however catalog and lot number are unknown. Implant volume is averagely 321 cc (range, 200¿415 cc).

Manufacturer narrative:
Additional information was received that this is a leiden product (catalog 354-3007, lot # 6533840). The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Therefore this complaint is not MDR reportable to the FDA.

Manufacturer narrative:
Additional information was received on 03/01/2017. Mentor memorygel 6533840 and 6529703 were used in this study. Physician used a closed drainage system routinely and there was no patient with hematoma. Physician¿s opinion regarding the causality of adverse event is possible procedure-related and patient condition-related. The event did not result in the impairment of a body function or damage to a body structure. There was no complication caused extended hospitalization. All of the patients were women with an average age of 31 years (range: 24¿48 years), they were not fatty and most of them has bmi between 18.5-23 kg/m2. Outcome of adverse events are improved. (B)(4).